Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and presented with high impedance. The patient has since been referred for surgery. Additional information received noting that the patient has not experienced any recent trauma or manipulation, and x-rays were not taken. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a generator replacement only on (B)(6) 2025. It was reported that high impedance was seen in pre-op and the surgeon first troubleshooted by reinserting the lead pin and using a test resistor and the impedance was still high. The generator was then replaced, and the impedance was within normal limits. Internal data from the explanted generator was received and reviewed. No known surgical intervention has occurred to date with the lead.

Event description:
Additional information received noting that the patient had their device disabled due to it going off all the time.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information.